Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu, (lot #p4d0848) egiaustnd, egiaustnd endogia ultra univ std stap, (lot #unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a lobectomy procedure, when using the manual handle with a 60 mm articulated reload, the reload closed on the fabric but stapling was not triggered. The stapler was opened to check the jaws of the reload. The reload was repositioned and a second attempt was made but with no better result. A new reload was then opened and tested but the same issue occurred. Used another device with same product ID and lot number to continue the procedure. There was no patient injury.

Event description:
According to the reporter, during a lobectomy procedure, when using the manual handle with a 60mm articulated reload, the reload closed on the fabric, but stapling was not triggered. The stapler was opened to check the jaws of the reload. The reload was repositioned and a second attempt was made, but with no better result. A new handle was then opened and tested with the same reload, but the same issue occurred. A new reload was used to continue the procedure. There was no patient injury.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu, (lot #p4d0848) unknown endo gi, unknown endo gia instrument, (lot #unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, when using the manual handle with a 60mm articulated reload, the reload closed on the fabric, but stapling was not triggered. The stapler was opened to check the jaws of the reload. The reload was repositioned and a second attempt was made, but with no better result. A new gripper was then opened and tested, but the same issue occurred. Used another device with same product ID and lot number to continue the procedure.